Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID :2134265-2016-08591. It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The target lesion was located at the posterior tibial artery. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced over a v-18 wire to dilate the lesion. The balloon catheter became stuck with the wire and was unable to advance further. The physician used a wire rotator, which was with the insufflation, to try to unblock the wire, but the balloon still failed to advance. The physician cut the wire in order to release the balloon and then removed all the devices from the patient's body. The procedure was completed with a new wire and a coyote balloon catheter. No patient complications were reported and the patient's status is stable.